Event description:
Event description guidant received information that the implanted bipolar lead was observed to have an increase in pacing thrsholds in the right ventrcle. A micro-dislodgment was suspected. The lead was explented. A new lead was successfully implanted.